Event description:
A zoll pt service rep (psr) called zoll customer support to report that a pt's battery charger was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon eval the battery charger was resetting. The cause for the resets was isolated to a loose jtag table board in the charger. The root cause for the loose jtag board could not be positively identified, but the damage likely occurred from the charger impacting a hard surface. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.